Manufacturer narrative:
The biomedical engineer (bme) reported that they had a patient that was having alarms and waveforms that were not matching up. They only had one example of this issue, where they see a pause alarm, but this alarm does not show up in full disclosure and arrythmia recall. The real time patient monitoring was not affected, but they could not see the alarms in the historical data features in full disclosure which displays ECG alarms and other issues and in arrythmia recall which displays ECG alarms. Nihon kohden technical support (tech support) emailed the central nurse's station (cns) event investigation guide to collect printouts and to collect log files from the cns. They also had another issue, where the cns would drop part of the patient name for one tile. They stated for some patients, they would only monitor the vitals signs and suspend the alarms. For these patients they would place the label "vs only" at the end of their names. For one tile, this vs only part would be dropped after a minute. When qa inquired if the issue was resolved, the customer responded that the issue with the alarm data not being able to be reviewed in the historical data from the full disclosure and arrhythmia recall feature had been resolved after the new virtual server went live. The issue with the "vs only" dropping off of the patient name was resolved as well. They stated that the system kept reverting back to the patient's csn (contact serial number) which made it look like the vs only was dropping off, but I believe it was refreshing the csn. No patient harm was reported. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Multiple patient receiver(s) model: ni, sn: ni. Zm telemetry transmitter(s) model: ni, sn: ni. Gz telemetry transmitter(s) model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that they had a patient that was having alarms and waveforms that were not matching up. They only had one example of this issue, where they see a pause alarm, but this alarm does not show up in full disclosure and arrythmia recall. The real time patient monitoring was not affected, but they could not see the alarms in the historical data features in full disclosure which displays ECG alarms and other issues and in arrythmia recall which displays ECG alarms. Nihon kohden technical support (tech support) emailed the central nurse's station (cns) event investigation guide to collect printouts and to collect log files from the cns. They also had another issue, where the cns would drop part of the patient name for one tile. They stated for some patients, they would only monitor the vitals signs and suspend the alarms. For these patients they would place the label "vs only" at the end of their names. For one tile, this vs only part would be dropped after a minute. When qa inquired if the issue was resolved, the customer responded that the issue with the alarm data not being able to be reviewed in the historical data from the full disclosure and arrhythmia recall feature had been resolved after the new virtual server went live. The issue with the "vs only" dropping off of the patient name was resolved as well. They stated that the system kept reverting back to the patient's csn (contact serial number) which made it look like the vs only was dropping off, but I believe it was refreshing the csn. No patient harm was reported.